Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 386 mg/dl (compact plus system 1) and 120 mg/dl (compact plus system 2). Customer felt shaky like she was going to pass out. Customer drank a sugary drink and felt better. The next day, the customer went to a routine doctor's appointment and allegedly received the following result, compared to a professional device, within 10 minutes: 480s-range mg/dl (compact plus system 1) and 93 mg/dl (doctor's meter). Customer felt shaky with the readings and self-treated with candy. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1 (B)(6). - compact plus system 2.